Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the silicone segment separated from upper fitment and leaked after the infusion was started. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the tubing set came apart and subsequently leaked was confirmed. Visual inspection observed that the set was separated at the engagement between the silicone tubing segment and the upper fitment. Further investigation under magnification did not reveal any tears in the silicone tubing segment. No crush marks, other damage or anomalies to the remainder of the set and its components were observed. The root cause of the silicone segment separation at the upper fitment was determined to be a manufacturing issue due to low retention values from the pumping segment assembly machine cycle time being interrupted.